Event description:
It was reported that the pt's symptoms returned. The pt's neurologist did a nerve conduction study and emg over the neurostimulator site. The pt heard a loud noise and the neurostimulator stopped working. A lead impedance measurement showed no open circuits. The neurostimulator and lead extension were replaced. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis revealed no anomalies found for the neurostimulator. There was no device failure. The connector block, insulation coating and titanium can were scratched. The battery was expanded. A stable output was observed on each electrode pair. It was functioning fine. Final device analysis revealed no anomalies found for the lead extension. There was no device failure. The continuity was acceptable. The distal and proximal ends were intact and undamaged. The outer insulation was intact.